Event description:
Customer's wife reported blood at the site where the sensor was inserted and that he was unable to insert the sensor. She stated that it bled so much that is dripped on his pants. She stated that the site showed no signs of infection. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.